Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of over 600 mg/dl, which was treated with manual syringe. Caller states that tubing looked crimped, but pump did not alarm no delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap was normal; no air found in tubing; no leaks found; time, date, and basal rates were correct; bolus wizard were correct. Troubleshooting could not continue as customer did not have a tubing clamp. Customer was advised that tubing clamp and infusion set samples would be sent. No further information provided.